Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer experienced high blood glucose. The mother stated the customer's blood glucose rose to 600 mg/dl the sunday prior. The mother also reported the hospital increased the customer's insulin intake. The customer's current blood glucose was 340 mg/dl. It was found the customer had trace ketones from their blood glucose. Troubleshooting found the customer's settings were programmed accurately. The mother declined to troubleshoot at the time of the call. The insulin pump will not be returned for analysis.